Manufacturer narrative:
A ge service rep performed an on site investigation. The power supplies, tgi and motron boards were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the table would intermittently not boot up and a communication error would display. No pt injury was reported.